Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(6).

Event description:
It was reported from picu that there was a communication error on an alaris pump. Although requested, further information was not provided.

Event description:
It was reported from picu that there was a communication error on an alaris pump. Although requested, further information was not provided.

Manufacturer narrative:
Correction: redacting a1(patient ID): (B)(6) on h10.